Manufacturer narrative:
The device was received for evaluation. During functional testing, "turns itself off when top of door is touched" was not reproduced. A review of the event history log revealed there were no "improper shutdown!" Messages. However, during the last days of customer use, the device alarmed "shut door - power off," which could potentially be what the customer was referring to. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case. The rear case requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when top of door is touched. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.